Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized about 13:00 at 22.1 with blood glucose of 704 mg/dl and 400mg/dl. The customer experienced symptoms such as vomiting. The drive support cap was ok. The insulin pump will not be returned for analysis.